Event description:
It was reported when the device was used during a low anterior resection procedure, it did not fire any staples. The case was completed using sutures. The or time was extended 2.5 hours. The pt rec'd a temporary ileostomy. There was no further pt consequence.